Manufacturer narrative:
Event date is an estimate. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2022-02735. It was reported that the patient¿s scs system was auto reducing. Diagnostic x-ray testing revealed one of the leads was fractured. The patient has effective therapy. It is unknown which lead was fractured; therefore, both leads will be reported.

Manufacturer narrative:
Correction: section d6b - date of explant should have been (B)(6) 2022 instead of (B)(6) 2022 in additional report 1. This correction is reflected in this additional report 2.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the fracture lead had high impedances. As a result, the lead was replaced and effective therapy was established post-operatively.